Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-may-2018 with the following findings: a review of the black box showed evidence of an unexplained power on reset event. The battery compartment and cap were undamaged and able to fit securely. The battery cap was fastened and then unscrewed a half turn with no reboots. The ez-prime steps were performed correctly. No power interruptions occurred during the investigation. The pump cover was removed to find no moisture ingress or intermittent conditions to the power printed circuit board. Unrelated to the original complaint, evidence of moisture corrosion was observed in the battery canister. The leak test passed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump suddenly lost power. The patient had removed the battery cap and put it back and the pump started working again. The pump lost power again when troubleshooting occurred. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.